Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 10/11/2016, that on (B)(6) 2016, the sensor was creating a static shock sensation on the patient every ten to fifteen minutes. No additional event or patient information is available. The sensor was returned for investigation. The sensor was visually inspected, however, further testing was unable to be performed. The returned product was not investigated as analysis would not be able to confirm the complaint or determine the potential root cause. The customer complaint was not confirmed. A root cause was not determined.